Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trail that in 2009, the pt underwent coronary angiography due to radiating chest pain associated with shortness of breath and diaphoresis. At 70-80% in-stent restenosis in the study stent in the distal left anterior descending (lad) was treated with a cutting balloon. At 60-70% stenosis, in the mid lad was treated with a 2.5 x 12 mm promus stent. At 60-70% stenosis in the proximal lad was treated with a 3.5 x 23 mm promus stent. Twenty three days later, the pt again underwent coronary angiography due to recurrence of the chest pain. There was 50% stenosis distal to the first stent (3.5 x 23 promus) in the lad, and 70-80% stenosis at the proximal edge of the mid lad stent (2.5 x 12 mm promus). There was 90% stenosis of the lad at the apex that was treated with balloon angioplasty. The stenosis in the proximal to mid lad was treated with a 3.0 x 23 mm xience stent that overlapped the proximal and mid promus stents. The pt was discharged the same day, on aspirin and clopidogrel. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation - stenosis and angina, as noted in the promus instructions for use and the risk assessment, are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. It is possible that the angina was a secondary effect of the stenosis, which required treatment with ptci and a xience stent. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency. The second promus everolimus coronary stent system indicated is being filed under the same MFR number.